Manufacturer narrative:
One vigileo monitor was received for product evaluation. The unit was tested, per procedure, per the burn in test, for over 36 hours and there were no issues observed. The unit passed the burn in test with three simulators. The reported issue of failed co values was not verified. The unit will be taken out of service and destroyed due to its zero book value and the age of the unit. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. There were two service work orders that were generated; however, they were not related to the complaint issue. The reported issue was not confirmed by evaluation. There are no indications that this is related to the manufacturing process. It could not be determined if any clinical or procedural factors may have contributed to the event. No further actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received yet. Upon return of the product a supplemental report will be submitted with the investigation results. The device service history record review was completed and all manufacturing inspections passed with no non-conformances.

Event description:
It was reported that while monitoring a patient with a vigileo monitor that the cardiac output numbers were not stable. The clinician stated that they were 15 to 16 l/min then dropped to 4 or 5 l/min. They observed the variation in the cardiac output numbers. There was no treatment provided to the patient due to the varying numbers. There was no iabp or any other assisted devices being used. There was no harm or injury to the patient.